Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log file captured no external power alarms and multiple other associated alarms on (B)(6) 2025. This was caused by a brief interruption of power to the mobile power unit (mpu). Technical services stated that this may have been due to a mpu ac power cord coming loose at the wall outlet or a house power disruption. There was no interruption in pump support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord. It was unreported if the ac power cord came loose at the outlet or back of the unit. It was not reported if there were any environmental circumstances at the time. The mpu was not exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate mobile power unit (serial number: (B)(6)) was not returned for analysis; however, log files were sent for review. A review of the submitted event log file (B)(4) contained data spanning approximately 4 days ((B)(6) 2025 per the timestamps). The log file captured power cable disconnect, low power hazard, and no external power alarms due to a loss of ac power while connected to the mobile power unit (mpu) on (B)(6) 2025 from 07:08:53 to 07:09:05. The alarms resolved when ac power was restored to the mpu. The system controller backup battery supported the system during the loss of external power and pump function was not affected. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the heartmate mobile power unit (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power hazard, and no external power. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3, ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use (rev. C) section f, ¿safety checklists¿ and heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.